Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold. The patient's implantable cardioverter defibrillator was programmed to turn the rv lead off. The patient was stable.